Manufacturer narrative:
Awaiting return of product from facility. Once received, it will be sent to the manufacturer for evaluation.

Event description:
On (B)(6) 2010, the twist drill broke while the doctor was using it on a patient. One piece of the twist drill was left inside the patient's bone. Patient's health was not compromised.